Event description:
It was reported that sometime post a port placement, the catheter was allegedly perforated. It was further reported that patient allegedly experienced symptoms during recent infusion. Reportedly, port and the catheter were explanted from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturer review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two partial compound breaks and one partial circumferential break were noted to the proximal end of the catheter. The edges of the first and second compound break on the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the partial circumferential break on the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for the identified fracture, deformation due to compressive stress and naturally worn issues. However the investigation is unconfirmed for the reported material puncture as a more specific fracture was identified. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly perforated. It was further reported that patient allegedly experienced symptoms during recent infusion. Reportedly, port and the catheter were explanted from the patient. There was no reported patient injury.